Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr with a 26mm sapien 3 ultra resilia valve, the seam on the e sheath+ split and physician noticed one strut on valve was bent during alignment. The team deployed the valve successfully, with no issues. Upon follow up, the fcs advised that there were no issues during the crimping phase. No resistance was felt during insertion of the delivery system into esheath. The valve was able to be implanted in the intended position. No injuries to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was unable to be confirmed as no device nor imagery was provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'the seam on the e sheath+ split and dr. Notice one strut on valve was bent during alignment; we deployed the valve (successfully, no issues' no resistance was felt during insertion of the delivery system into esheath. The loader was fully inserted during insertion. The angle of insertion was steep. The delivery system and valve did not exit the tip of the sheath.' In this case, a steep insertion angle was used when introducing the delivery system through the sheath, as reported. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, available information suggests excessive device manipulation and high push force contributed to the event. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests procedural factors (steep insertion angle, excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.